Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 289 mg/dl. Customer alleged insulin was not being delivered despite delivering a bolus. The infusion set was changed. System check was performed with tandem technical support and no issues were identified. Infusion set supplies were changed again and insulin delivery was resumed.